Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding is determined to be use issue because purse string and femstop applied to control the bleeding. The activated clotting time (act) values (146) are in range during the time of bleed. Hence, the root cause is determined to be use issue. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26452.

Manufacturer narrative:
Investigation summary no product returned. Infection: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Nerve damage/inflammation: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: patient had redness and yellow drainage at impella site. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had bleeding at the access site. A femstop was applied and when it was removed, the patient continued to bleed. A purse string suture was applied and a femstop was reapplied. Heparin was withheld. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A 51-year-old male with ischemic cardiomyopathy (ef 25%), diabetes, covid 19 history, and surgical turn down status was supported with an impella cp for postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) during pci of the circumflex artery. The device was placed via right femoral arterial access on (B)(6) 2025 and successfully weaned and explanted on (B)(6) 2025. The patient had been previously investigated under ss case (B)(4) for an insertion site infection (ae #1), which was determined to be definitely related to the impella; at that time the patient reported progressive erythema and drainage from the right groin access site, prompting ed evaluation, elevated inflammatory markers, and initiation of vancomycin. A subsequent adverse event of femoral nerve damage was later reported, with loqi listing the relationship as probably related. Loqi documented that following impella removal, the patient developed a right groin infection complicated by femoral nerve injury, though the patient has since regained significant leg function and progressed from using a walker to a cane. The patient survived to explant, and reported outcomes included infection, inflammation, medication requirement, and nerve damage.

Manufacturer narrative:
This report is being submitted for new information from a notification received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. H6 health effect - clinical code codes for inflammation e2326, nerve damage e0123, and unspecified infection e1906 have been added h6. Health effect - impact code code for medication required f2303 has been added. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.